Event description:
The customer called to report no delivery alarms. The customer then stated she was hospitalized for high blood glucose. The blood glucose reading was 229 mg/dl during the phone call. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.